Event description:
During set-up for the case, staff tried to insert the 2. 7mm corecath device into a 3.0mm scope and it was too tight-they were unable to insert the corecath into the scope. Staff tried a second scope of the same model and had the same result. Staff used a second corecath and it met with a lot of "resistance", but with effort, the corecath device slipped through and they were able to complete the case. Staff removed the whole scope to clean device tip with damp gauze about 10 times over the 40 minute case (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).